Event description:
It was reported that occlusion alarms occurred that caused the customer¿s blood glucose to read "high", specific blood glucose values were not provided. Customer addressed high glucose level with a correction bolus via the pump. Reportedly, a blockage in cartridge was identified as the cause, and customer changed supplies, resuming insulin therapy.